Event description:
It was reported the pt was experiencing ineffective stimulation from her scs system. An sjm representative met with the pt and confirmed invalid lead contacts were present. X-rays taken indicated the pt's model 3166 peripherally placed (off-label) lead migrated. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.